Event description:
It was reported there was drainage from the incision. There was serous sanguineous drainage from the incision and a small amount of fluid at lateral aspect of incision. It was noted the intervention involved cleansing the wound with betadine. They also put in a single nylon stitch towards the lateral aspect of the incision. The wound was dressed with mastisol and steri-strips. It was noted that bactrim was also administered. It was noted the event resolved without sequelae on (B)(6) 2013 and that the incision appeared well healed and there was no drainage or signs of infection. The event was noted as not related to the device and related to the implant procedure.

Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).